Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones. The health care provider was going to evaluate the device in clinic, as there were no issues noted on his remote monitoring transmission. Additional information was received that a clinic evaluation was not done as the cause of the beeping was determined. The patient had purchased a new fly-fishing shirt that had many pockets with medium-sized magnet closures. When the patient wore this shirt the device would beep, and when the shirt was removed it would stop. This indicates that tachycardia therapy was inhibited while the patient was wearing the shirt, as the magnets were in close proximity to the device. The patient will no longer wear that piece of clothing, and did not encounter any adverse effects. A normal follow-up schedule will be followed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). This device passed all tests. In addition, the beeping reported in the field cannot be confirmed, however it is normal for the device to emit tones when a magnet is detected.

Event description:
Additional information received indicated that this device was explanted due to normal battery depletion. No adverse patient effects were reported.